Manufacturer narrative:
The insulin pump was received with an unexpected off no power alarm and high stop idle current due to a short at the lcd driver board. No unexpected battery out limit alarm noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating an off no power anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that for the past month, he has been having issues with the battery on the pump. The customer stated that he received off no power alarms without the low battery alarm going off. The customer stated that it might have to do something with the sensor. The customer was advised that if he is having issues with the sensor not linking to the pump, the pump will use up more power as it is looking for signal from the sensor. The customer stated that it would go from a full battery icon to one bar and then off no power. The customer stated that as soon as he changed the battery, he gets a low battery alarm. The customer will be sent a replacement pump.